Event description:
Report received of explanted pump "alarming". Stated pump had been removed due to a "defect". Follow up with hcp of record revealed pt had presented on in 2002 with symptoms of sweatiness, dry mouth and constipation. Pt records state mechanical or battery failure of pump is suspected. Pump was interrogated and decision was made to replace the pump. Device replaced in 2003. Pt has not returned for follow up at time of report.